Event description:
Seroma under the incision (unspecified) [seroma]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a company rep regarding a pt, initials unk. On an unspecified date, 2 packs of seprafilm were placed after a midline incision (specific procedure not provided). The physician thought that the pt had "a seroma under the incision near where the seprafilm was placed." He is going to take the pt back and drain the area. The action taken with seprafilm treatment was not provided. The outcome for the event of seroma under the incision (unspecified) was unk. Concomitant medications were not provided. The intensity for the event of seroma under the incision (unspecified) not provided. The relationship between seprafilm and the event of seroma under the incision (unspecified) was not provided by the reporting physician.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.